Manufacturer narrative:
Discordant positive dvi antigen typing results for qc and patient samples. The most probable root-cause is instrument-related, the wash station being dirty. It could not be confirmed that qc and patient results had all been rejected. No general product failure is identified. No biased result was reported to a physician. The patients were not harmed. (B)(4).

Event description:
A customer complained after obtaining what was described as discordant positive dvi antigen typing results for quality controls and patients using the ortho biovue system in conjunction with their ortho vision biovue analyzer. Events dates: multiple between (B)(6) 2020. Complainant/complaint reporter: (B)(6) ¿ laboratory technician. Reported on 02 and 14 october 2020 by (B)(6) to ortho care helpdesk. Reagents: ortho sera anti-d (dvi) lot v215877 expiry date 29 january 2022. Ortho biovue system reverse diluent cassette lot rdc066f expiry date 28 december 2020. Ortho confidence whole blood lot v225567 expiry date 27 october 2020. Software version: (B)(4). Patient/qc information: patient ID (B)(6): male aged (B)(6). No other information provided. The customer reported that on (B)(6) 2020, they had tested qc samples from ortho confidence whole blood lot v225567 and patient samples for dvi antigen typing using ortho biovue system reverse diluent cassette lot rdc066f and ortho sera anti-d (dvi) lot v215877 in conjunction with their ortho vision biovue analyzer and that they obtained discrepant positive reactions. No further detail was provided. The customer reported that they had re-tested the same qc and patient samples for dvi antigen typing using the same reagents in conjunction with an alternate ortho vision biovue analyzer and that they obtained the expected negative reactions. No further detail was provided. The customer reported that all positive results obtained in the initial testing were rejected. The customer reported that on (B)(6) 2020, they had a further occurrence of discrepant positive reaction in dvi antigen typing. No further detail was provided. The other occurrences of discrepant positive reactions in dvi antigen typing were identified by ortho during the course of investigation. The customer reported that no biased result had been reported to the physician. The customer reported that the patients had not been harmed as a result of the reported events.